Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed on the analog pcb assembly that the battery tabs of internal hybrid layer capacitor (hlc) batteries, designators bt1, bt2 and bt3 were broken. It was also observed that the speaker had become loose from the case speaker housing and the main capacitor was dented. Physio has determined that the observed damage to the device is consistent with misuse/abuse due to impact damage. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.